Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the abdomen. Upon removal of the sensor pod, the patient reported the sensor wire stayed at site of insertion. The patient did not report any injury or medical intervention.